Manufacturer narrative:
Additional narrative: on (B)(6) 2018, consumer sought medical assistance. Doctor confirmed no pieces remained inside her and test results showed she did not have an infection. Nothing was prescribed and consumer is doing fine.

Event description:
On (B)(6) 2018, consumer sought medical assistance. Doctor confirmed no pieces remained inside her and test results showed she did not have an infection. Nothing was prescribed and consumer is doing fine.

Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that on (B)(6) 2018 her period ended. About nine days later she felt uncomfortable, reached in and pulled out a small piece of pledget. Consumer states after removal of the pledget she experienced, a small amount of vaginal bleeding and a bad odor. The bleeding and odor quickly resolved. Consumer stated she has no abnormal bleeding, pain or fever. Consumer has not sought medical assistance.